Event description:
It was reported that prior to an unknown procedure. The device was removed from the packaging and the active blade was broken off of the device. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched, evidence that the device had been used. The device was activated with the generator and an error code 5 was displayed. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Possible causes for this type of blade damage are external contact during pre-op or general use such as accidental contact with metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error.